Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon between the marker bands as per position specification, but due to mid stent deformation and bunching, the stent did not meet visual acceptance specification. A 0.014 inch guidewire was backloaded through the tip of the device, and advanced proximally through the guidewire entry port with no resistance noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, positioning difficulties were encountered. The stent failed to cross the lesion located in the mid circumflex (cx) artery which exhibited moderate tortusoity, mild calcification and 90% stenosis. The device was not inspected prior to use. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.